Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 29-aug-2025, the user¿s mother reported that the dexcom g6 continuous glucose monitor (cgm) was not providing readings because the ilet was set to dexcom g7. After correcting the setting, the g6 was paired with the transmitter. The user¿s blood glucose (bg) was manually entered by finger stick, with a highest blood glucose (bg) of 407 mg/dl. The user had been high for several hours. A full supply change was completed, and insulin delivery resumed. At follow-up, blood glucose (bg) was trending down at 389 mg/dl. Blood glucose (bg) was corrected by entering finger stick values and performing a supply change. No symptoms, outside assistance, or medical intervention were reported at the time of call.